Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. Six images were reviewed. The CT scans show a vena cava filter in the appropriate central infrarenal location in the vena cava. The struts do appear to be perforating the vena cava in several locations. There is a filling defect around the tip of the filter that is likely an artifact. Medical records were provided and reviewed. Post filter deployment, computed tomography study showed multiple strut perforation. One strut penetrates the third portion of the duodenum with two others abutting the duodenum. One strut extends into the right psoas muscle. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient through the vein approach after being diagnosed with an unknown medical condition. At sometime, post filter deployment, it was alleged that the filter struts had perforated the inferior vena cava, and one strut had penetrated the third portion of the duodenum with two other struts abutting the duodenum, and one strut had extended into the right psoas muscle. However, the device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.